Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope exhibited a scope cleaned with oer-3 had a damaged cleaning connector used on patient. The issue occurred at reprocessing. The procedure was completed using the same set of equipment. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the actual item was already disposed. It's likely that the connector was easy to be broken by aging. A hard object may have hit the connector or stress was applied to the connector at attaching/detaching connecting tubes. Subsequently, the connector was seemingly broken. A definitive root cause could not be determined. Instructions for oer-3 rev. 10 operation manual chapter 3 ¿inspection before use¿ section 3.2, ¿inspecting the connectors¿ describes the following. Therefore, the subject event is detectable/preventable. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Caution: connect each connector firmly by pushing until the connector clicks into place. After connection, pull the connector gently to confirm that it cannot be disconnected easily. Furthermore, IFU for the subject endoscope warns against improper reprocessing describing ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿. Olympus will continue to monitor field performance for this device.